Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer recently had blood glucose levels over 500 mg/dl. Caller also stated that the customer had infusion sets that were not sticking. High blood glucose troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
The information was incorrect with the initial report. The correct information has been provided with this report.